Event description:
Caller reported that their t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history. Although using the official tandem charging cable and wall adapter, the issue persisted despite leaving the pump connected to a working outlet for 30 minutes. When the caller used a different charging cable and wall adapter, the pump began charging, resolving the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support planned to send replacement tandem wall adapter and charging cable, advising against use of third-party charging supplies unless instructed for troubleshooting. Pump did not shut down, and no further assistance was required.